Event description:
It was reported that during a nasal procedure using a coblator ii controller, the port fell into the unit when attempting to connect the foot control. As there was no back up unit available, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.